Event description:
On (B)(6) 2024 ¿ sp @ 1:45 pm pst customer called back reporting a high bg of 320 mg/dl. I instructed the customer to disconnect the tubing from the infusion site and perform a fill tubing; drops were confirmed at the end of the tubing. The customer then changed the infusion site and reported that the cannula was not bent and appeared normal. The customer reconnected the old tubing to the new site and completed a fill cannula. At that time, the customer¿s bg was 316 mg/dl. I informed the customer that I would follow up within the next hour to an hour and a half to ensure bg levels were trending down. The customer was satisfied and had no further questions. On (B)(6) 2024 ¿ sp @ 3:49 pm pst follow-up call completed. Customer¿s bg was 287 mg/dl, showing improvement. Customer stated he would call back if further assistance was needed. Customer had no additional questions. If you'd like, I can also format this in a more formal soap note or in your company's standard documentation style.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.